Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 58 mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently approximately 2 years 2 months post index procedure with an impending aneurysm rupture. An emergency CT was carried out which showed an endoleak, however it was undetermined at that point whether the endoleak was a type ia or type iii. An emergency evar procedure was then performed, during which the endoleak was confirmed to be a type ia. A non-medtronic stent graft was implanted just below the two renal arteries as treatment, and touch up ballooning was performed. The endoleak was then observed to have reduced to a very small amount, and the procedure was completed. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.